Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested (B)(4) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An optometrist reported an unk number of pts who have developed keratitis with subepithelial infiltrates following the use of the product. Additional information has been requested.